Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone began to pull away from the jaws. Device jaws would not close properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint- (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed. Blood was observed on the harvesting tool jaws. Tissue and charred material were observed on the jaws. The silicone insulation was observed to be detached at the tip of the cold jaw. The detached silicone insulation was not returned for evaluation. The silicone insulation on the hot jaw was observed to be intact. The heater wire was observed not to be flexed and remained attached at the tip and base. No other visual defects were observed. A mechanical evaluation was conducted to check the ability of the jaws to align/match up, the toggle was pulled back to the proximal position. It was observed that the jaws were aligning with each other. Based on the received condition of the device and the results of the evaluation, the reported failure mode for ¿peeled jaw" was confirmed, but was not confirmed for the reported failure mode ¿mechanical issue¿ .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic/silicone began to pull away from the jaws. Device jaws would not close properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.